Event description:
It was reported that the patient was suspected to have experienced a stroke post procedure. An intellanav mifi open-irrigated ablation catheter, intellamap orion catheter and farawave cathether were selected for use during an atrial fibrillation ablation. Transseptal access was completed and no issues reported. The physician was altered later that night that the patient had a stroke. A computed tomography (CT) scan was done and it was negative, however it was reported that the patient had 'deficits' suggestive of a stroke. The cause is unknown at the time; however, the physician believes it is likely related to the orion usage as that is the only thing that changed with her typical workflow. The stroke was suspected to be thrombotic, drip bag under pressure was the method used for irrigation. The patient has been admitted to a rehab facility with 'difficulty swallowing' & had to get a 'feeding tube' until hopeful recovery. Brain lesions were discovered on an MRI scan, per physician. Speech deficits were reported. A clot was ruled out pre-procedure based on the tee. Act was over than 350. No device malfunctions were reported. Devices are not expected to be returned as they were disposed at the facility. It was further reported that no lot numbers was retained from the procedure as the patient woke up without any noticeable issues. All products have been thrown away. The patient is still recovering.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient was suspected to have experienced a stroke post procedure. An intellanav mifi open-irrigated ablation catheter, intellamap orion catheter and farawave cathether were selected for use during an atrial fibrillation ablation. Transseptal access was completed and no issues reported. The physician was altered later that night that the patient had a stroke. A computed tomography (CT) scan was done and it was negative, however it was reported that the patient had 'deficits' suggestive of a stroke. The cause is unknown at the time; however, the physician believes it is likely related to the orion usage as that is the only thing that changed with her typical workflow. The stroke was suspected to be thrombotic, drip bag under pressure was the method used for irrigation. The patient has been admitted to a rehab facility with 'difficulty swallowing' & had to get a 'feeding tube' until hopeful recovery. Brain lesions were discovered on an MRI scan, per physician. Speech deficits were reported. A clot was ruled out pre-procedure based on the tee. Act was over than 350. No device malfunctions were reported. Devices are not expected to be returned as they were disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.